Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight peritoneal dialysis (pd) patients experienced transfer set disconnections of which five of the patients experienced peritonitis. It was reported the disconnections occurred during therapy at night. The cause of the disconnections was not reported. It was not reported if the patients were hospitalized for the peritonitis events. Treatment was not reported. At the time of this report, the patients outcomes were not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Date of event: the events occurred on an unspecified date "in the last 6 months". Should additional relevant information become available, a supplemental report will be submitted.